Event description:
The customer reported the system intermittently would not boot up or would lock up. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
The customer biomed was able to repair the system. The system was found to be working and put back into service. The customer canceled the service call.